Event description:
Did not control bleeding [device ineffective]. Case narrative: this spontaneous report was received from a physician via clinical account specialist (cas) (company representative), referring to a female patient of unknown age. The patient's concurrent conditions, concomitant medications and past drug reactions/allergies were not reported. The patient¿s medical history included pregnancy and had delivery. This report concerns 1 patient and 1 device. On an unknown date, the patient had vacuum-induced hemorrhage control system (jada system) 2.0 insertion via vaginal route (lot# and expiration date were not reported) by physician for post-partum hemorrhaging (postpartum haemorrhage). It was reported that there was no device issue, but vacuum-induced hemorrhage control system (jada system) did not control bleeding (device ineffective) for the patient. Due to unsuccessful in controlling bleeding, the patient ended up with bakri balloon. On an unknown date, therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. The patient sought medical attention. It was reported that vacuum-induced hemorrhage control system (jada system) came with blue seal valve. The physician stated that of the 20 vacuum-induced hemorrhage control system (jada system) they had used and four (4) of them were unsuccessful in controlling bleeding (used in four different patients). Upon internal review, the event of ¿device ineffective¿ was determined to be serious due to required intervention (devices). This was one of the four reports received from the same reporter. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Therefore, priority quality investigation will not be completed. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan.) This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3017425145-2022-00095. We will be retaining the old case (B)(4) MFR number- 3017425145-2022-00095 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3017425145-2022-00095. We will be retaining the old case (B)(4) MFR number- 3017425145-2022-00095 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).